Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter would not power on. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2015. The patient manages her diabetes with oral medication, diet and exercise and stated that she decreased her food/drink intake on (B)(6) 2015, in response to the alleged issue. The patient reported that one to two days after the alleged issue occurred, she developed a symptom of shaking however denied receiving any treatment. During troubleshooting the cca noted that the meter would not power on when prompted by pressing the power button or inserting a test strip. There was no apparent misuse of the device and the issue was resolved with training. This complaint is being reported as the patient suffered symptoms suggestive of a serious hypoglycemic event after the alleged meter issue occurred.